Event description:
Material no. 324910 batch no. 8071717 it was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle there is a clear liquid coming out of the syringe. There were three occurrences. The following information was provided by the initial reporter: verbatim: item # 324910 lot # 8071717c exp date 2023-04-30 callers daughter finding clear liquid coming out of needle. Has 3 samples from this package and found when inserting air into syringe and compromised insulin vial with this liquid by making it cloudy. Received call 4.8.2019 but entered into service now 4.9.2019.

Manufacturer narrative:
Investigation: customer returned (24) 3/10cc, 6mm, 31g syringes (14 loose, 10 in a sealed poly bag from lot # 8239953. Customer states that there is a clear liquid coming out of the needle. All returned syringes were examined and 8 out of 14 loose samples as well as 6 of the samples in the sealed poly bag exhibited a small amount of clear liquid visible in the barrel. A small amount of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. When the plunger is fully depressed, the silicone gets distributed along the barrel roof and walls, ensuring a lubricated surface for the plunger to move against. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A review of the device history record was completed for batch# 8071717. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200749616, 200749580, 200749159, 200750392] noted that did not pertain to the complaint. A review of the device history record was completed for batch # 8239953 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A visual evaluation of 20 syringes found no evidence of fm on the inside or outside of the syringes. A light continuous film of silicone is visible on the ID of the barrel, but there is no evidence of excess silicone. A visual evaluation of the other 4 syringes had evidence of pooling in the barrel. Maintenance dispatch # 20937 during the time of manufacturing for batch 8071717 purged the silicone guns to correct the silicone application issue. Maintenance dispatch # 42007 during the time of manufacturing for batch 8239953 purged the silicone guns to correct the silicone application issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8071717. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 324910. Batch no. 8071717. It was reported that during use of the bd insulin syringe with bd ultra-fine¿ needle there is a clear liquid coming out of the syringe. There were three occurrences. The following information was provided by the initial reporter: verbatim: item # 324910, lot # 8071717c, exp date 2023-04-30. Caller's daughter finding clear liquid coming out of needle. Has 3 samples from this package and found when inserting air into syringe and compromised insulin vial with this liquid by making it cloudy. Received call (B)(6) 2019 but entered into service now 4.9.2019.